Event description:
Auffarth, a. Et al. (2008). "Minimally-invasive treatment of three- and four-part fractures of the proximal humerus in elderly patients". The journal of bone and joint surgery (br), 90-b: 1602- 7 reported that three hundred and twenty-five fractures were treated by percutaneous reduction and minimally invasive fixation using humerusblock technique. The device consists of a metal block which is fixed to the humeral shaft by a cannulated cortical screw. Two crossed kirschner- wires holding the head fragment are passed through the block at an angle of forty five degrees and are held in place by a locking screw. The block is fixed to the humeral shaft by a cannulated cortical screw. If needed one or more 2.7mm titanium competitors screws are inserted to hold the greater tuberosity. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)